Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00023 / 00024).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Patient then underwent right total knee arthroplasty on (B)(6) 2015. Subsequently, patient reported having a flexion contracture in their right knee on (B)(6) 2015. No revision has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.